Event description:
It was reported that the patient experienced pain and swelling at the implantable pulse generator (ipg) left flank and leads tailbone incision sites a week post implant of the devices. It was suspected that the patient developed an infection post op that was procedure related. The patients pain and swelling have decreased, and their condition is improving. The patient will continue on a course of antibiotics and the symptoms of the infection will be monitored.

Manufacturer narrative:
Additional suspect medical device components involved in the event: brand name: linear 3-6; upn: m365sc2366500; model: sc-2366-50; serial: (B)(4); batch: (B)(4); brand name: linear 3-6; upn: m365sc2366500; model: sc-2366-50; serial: (B)(4); batch: (B)(4).

Manufacturer narrative:
Additional suspect medical device components involved in the event: brand name: linear 3-6, upn: m365sc2366500, model: sc-2366-50, serial: (B)(6), batch: 7076386, brand name: linear 3-6, upn: m365sc2366500, model: sc-2366-50, serial: (B)(6), batch: 7074118.

Event description:
It was reported that the patient experienced pain and swelling at the implantable pulse generator (ipg) left flank and leads tailbone incision sites a week post implant of the devices. It was suspected that the patient developed an infection post op that was procedure related. The patients pain and swelling have decreased, and their condition is improving. The patient will continue on a course of antibiotics and the symptoms of the infection will be monitored. It was additionally reported that the patient experienced discomfort at the leads sacral incision site due to erosion. The patient was hospitalized and underwent a revision procedure in which the two sacral leads were buried deeper underneath the skin. The patient was discharged the next day and is doing well post operatively. No devices will be returned as they all remain implanted.

Manufacturer narrative:
Additional suspect medical device components involved in the event: brand name: linear 3-6. Upn: m365sc2366500. Model: sc-2366-50. Serial: (B)(6). Batch: 7076386. Brand name: linear 3-6. Upn: m365sc2366500. Model: sc-2366-50. Serial: (B)(6). Batch: 7074118.

Event description:
It was reported that the patient experienced pain and swelling at the implantable pulse generator (ipg) left flank and leads tailbone incision sites a week post implant of the devices. It was suspected that the patient developed an infection post op that was procedure related. The patients pain and swelling have decreased, and their condition is improving. The patient will continue on a course of antibiotics and the symptoms of the infection will be monitored. It was additionally reported that the patient experienced discomfort a the leads sacral incision site due to erosion.